Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1931) on 16-oct-2015. The most recent information was received on 21-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain (sharp pains)"), gallbladder disorder ("bad gallbladder"), urinary tract infection ("have uti several times a year") and headache ("headaches (severe pounding pain)") in a 27-year-old female patient who had essure (ess205) (batch no. 12266007) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth in 2002, live birth on 27-sep-2004 and toxemia of pregnancy. Previously administered products included for birth control: depo shot in (B)(6) 2004; for an unreported indication: yaz from 2002 to 2003. Concurrent conditions included morbid obesity, rectal bleeding, kidney infection, dysuria, neck pain, painful urination, blood in urine, musculoskeletal pain, photophobia, nasopharyngitis and dysuria. Concomitant products included cyanocobalamin-tannin complex (b12) from 2014 to 2016 for vitamin b12 deficiency. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced headache (seriousness criterion medically significant). In 2005, the patient experienced urinary tract infection (seriousness criterion medically significant), migraine ("migraines"), arthralgia ("entire body joints hurt all of the time especially when it turns cold/painful joints especially legs, feet and hands/hip pain") with inflammation, depression ("depression"), alopecia ("hair loss with bad itchy scalp"), pruritus ("itchy scalp") with skin irritation, libido decreased ("decreased, almost non-existent sex drive"), weight increased ("weight gain") and menstruation irregular ("irregular periods"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and anxiety ("anxiety"). In 2008, the patient experienced allergy to metals ("allergies/ metal nickel allergies/hypersensitivity reaction to nickel/ sensitive to anything containing nickel"). In 2010, the patient experienced sciatica ("sciatica problems"). In 2011, the patient experienced back pain ("back pain"). In (B)(6) 2013, the patient experienced gallbladder disorder (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced rash papular ("red, bumpy like rashes on different part of body"). On an unknown date, the patient experienced insomnia ("can't sleep"). The patient was treated with topiramate (topamax), topiramate, sumatriptan, temazepam, alprazolam, diclofenac sodium (diclofenac sodium ER), citalopram, midrid (midrin), topiramate (topomax), sumatriptan (imitrex), rizatriptan (maxalt), acetohexamide (dimelor), tizanidine, tizanidine hydrochloride (zanaflex) and surgery (in (B)(6) 2013, gall bladder removed.). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, gallbladder disorder, urinary tract infection, migraine, arthralgia, insomnia, sciatica, depression, anxiety, alopecia, pruritus, rash papular, libido decreased, weight increased, menstruation irregular and allergy to metals outcome was unknown, the headache had not resolved and the back pain had resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, gallbladder disorder, headache, insomnia, libido decreased, menstruation irregular, migraine, pelvic pain, pruritus, rash papular, sciatica, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: due to pelvic pain and headaches, surgery for removal of essure was scheduled in 2017-2018. Insertion details: the right fallopian tube had 3 coils. The left fallopian tube ostia was then identified and cannulated with the assure cannulation device. The implant was then deployed in the standard fashion and approximately 3 coils were noted diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Biopsy cervix: on (B)(6) 2017: abnormal pap-smear. Biopsy vulva: on (B)(6) 2017: abnormal pap-smear. Hysterosalpingogram: in (B)(6) 2005: essure placement was confirmed. Nuclear magnetic resonance imaging: in 2013: no problems. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet and medical records received. New reporters added. Patient relevant history added. Essure lot number (12266007) added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1931) on (B)(6)2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain (sharp pains)"), gallbladder disorder ("bad gallbladder"), urinary tract infection ("have uti several times a year") and headache ("headaches (severe pounding pain)") in a 27-year-old female patient who had essure (ess205) (batch no. 12266007) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth in 2002, live birth on (B)(6) 2004 and toxemia of pregnancy. Previously administered products included for birth control: depo shot in (B)(6) 2004; for an unreported indication: yaz from (B)(6) to (B)(6). Concurrent conditions included morbid obesity, rectal bleeding, kidney infection, dysuria, neck pain, painful urination, blood in urine, musculoskeletal pain, photophobia, nasopharyngitis and dysuria. Concomitant products included cyanocobalamin-tannin complex (b12) from 2014 to 2016 for vitamin b12 deficiency. On (B)(6)2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced headache (seriousness criterion medically significant). In 2005, the patient experienced urinary tract infection (seriousness criterion medically significant), migraine ("migraines"), arthralgia ("entire body joints hurt all of the time especially when it turns cold/painful joints especially legs, feet and hands/hip pain") with inflammation, depression ("depression"), alopecia ("hair loss with bad itchy scalp"), pruritus ("itchy scalp") with skin irritation, libido decreased ("decreased, almost non-existent sex drive"), weight increased ("weight gain") and menstruation irregular ("irregular periods"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and anxiety ("anxiety"). In 2008, the patient experienced allergy to metals ("allergies/ metal nickel allergies/hypersensitivity reaction to nickel/ sensitive to anything containing nickel"). In 2010, the patient experienced sciatica ("sciatica problems"). In 2011, the patient experienced back pain ("back pain"). In (B)(6) 2013, the patient experienced gallbladder disorder (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced rash papular ("red, bumpy like rashes on different part of body"). On an unknown date, the patient experienced insomnia ("can't sleep"). The patient was treated with topiramate (topamax), topiramate, sumatriptan, temazepam, alprazolam, diclofenac sodium (diclofenac sodium ER), citalopram, midrid (midrin), topiramate (topomax), sumatriptan (imitrex), rizatriptan (maxalt), acetohexamide (dimelor), tizanidine, tizanidine hydrochloride (zanaflex) and surgery (in (B)(6)2013, gall bladder removed.). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, gallbladder disorder, urinary tract infection, migraine, arthralgia, insomnia, sciatica, depression, anxiety, alopecia, pruritus, rash papular, libido decreased, weight increased, menstruation irregular and allergy to metals outcome was unknown, the headache had not resolved and the back pain had resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, gallbladder disorder, headache, insomnia, libido decreased, menstruation irregular, migraine, pelvic pain, pruritus, rash papular, sciatica, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: due to pelvic pain and headaches, surgery for removal of essure was scheduled in (B)(6) -(B)(6). Insertion details: the right fallopian tube had 3 coils. The left fallopian tube ostia was then identified and cannulated with the assure cannulation device. The implant was then deployed in the standard fashion and approximately 3 coils were noted diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Biopsy cervix - on (B)(6)2017: abnormal pap-smear biopsy vulva - on (B)(6)2017: abnormal pap-smear hysterosalpingogram - in march 2005: essure placement was confirmed. Nuclear magnetic resonance imaging - in 2013: no problems quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-1931) on 16-oct-2015. The most recent information was received from a lawyer on 15-nov-2017. This spontaneous case describes the occurrence of pelvic pain ("severe and persistent pelvic pain (sharp pains)"), gallbladder disorder ("bad gallbladder"), urinary tract infection ("have uti several times a year") and headache ("headaches (severe pounding pain)") in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth in 2002, live birth on (B)(6) 2004 and toxemia of pregnancy. Previously administered products included for birth control: depo shot in (B)(6) 2004; for an unreported indication: yaz from 2002 to 2003. Concurrent conditions included morbid obesity. Concomitant products included cyanocobalamin-tannin complex (b12) in 2014 for vitamin b12 deficiency. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced headache (seriousness criterion medically significant). In 2005, the patient experienced urinary tract infection (seriousness criterion medically significant), migraine ("migraines"), arthralgia ("entire body joints hurt all of the time especially when it turns cold/painful joints especially legs, feet and hands/hip pain") with inflammation, depression ("depression"), alopecia ("hair loss with bad itchy scalp"), pruritus ("itchy scalp") with skin irritation, libido decreased ("decreased, almost non-existent sex drive"), weight increased ("weight gain") and menstruation irregular ("irregular periods"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety") and rash maculo-papular ("red, bumpy like rashes on different part of body"). In 2008, the patient experienced allergy to metals ("allergies/ metal nickel allergies/hypersensitivity reaction to nickel/ sensitive to anything containing nickel"). In 2010, the patient experienced sciatica ("sciatica problems"). In 2011, the patient experienced back pain ("back pain"). In (B)(6) 2013, the patient experienced gallbladder disorder (seriousness criterion medically significant). On an unknown date, the patient experienced insomnia ("can't sleep"). The patient was treated with topiramate (topamax), topiramate, sumatriptan, temazepam, alprazolam, diclofenac sodium (diclofenac sodium ER), citalopram, midrid (midrin), topiramate (topomax), sumatriptan (imitrex), rizatriptan (maxalt), acetohexamide (dimelor), tizanidine and surgery (in (B)(6) 2013, gall bladder removed.). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, gallbladder disorder, urinary tract infection, migraine, arthralgia, insomnia, sciatica, depression, anxiety, alopecia, pruritus, rash maculo-papular, libido decreased, weight increased, menstruation irregular and allergy to metals outcome was unknown, the headache had not resolved and the back pain had resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, gallbladder disorder, headache, insomnia, libido decreased, menstruation irregular, migraine, pelvic pain, pruritus, rash maculo-papular, sciatica, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: due to pelvic pain and headaches, surgery for removal of essure was scheduled in 2017-2018. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Biopsy cervix - on (B)(6) 2017: abnormal pap-smear, biopsy vulva - on (B)(6) 2017: abnormal pap-smear, hysterosalpingogram - in (B)(6) 2005: essure placement was confirmed. Nuclear magnetic resonance imaging - in 2013: no problems. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority and the consumer is not possible. Most recent follow-up information incorporated above includes: on 15-nov-2017: events depression, anxiety, hair loss with bad itchy scalp, itchy scalp, can not use very many shampoos, because of irritation no diagnosis thus far, red, bumpy like rashes on different part of body, decreased, almost nonexistent sex drive, weight gain, severe and persistent pelvic pain (sharp pains), irregular periods, allergies/ metal nickel allergies/hypersensitivity reaction to nickel/ sensitive to anything containing nickel and back pain and. Event gall bladder removed was updated to bad gallbladder. Historical condition, historical drug, concomitant drugs, treatment drugs and lab data added. Essure removal scheduled for 2017-2018 (case upgraded to incident). Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.